Manufacturer narrative:
The event t occurred during testing at biomed shop. It is ouside of clinical use. This is not a reportable event. The customer called technical support, reporting that during testing in the biomed shop, the device's nav-ring was non-responsive. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The customer reported there was no patient involvement at the time the issue was discovered. The fse replaced the front bezel assembly to resolve the reported issue. Unit passed required performance verification tests per philips standards.

Event description:
The customer reported a defective nav ring. The unit was not in use, and there was no patient or user impact.